Event description:
Per dealer the extension handle for the brake is cracked.

Manufacturer narrative:
(B)(4) . No RMA has been initiated for this issue. Replacement part was sent to dealer for repair. The malfunction has not been confirmed.